Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Healthcare professional reported left side "simultaneous presence of a minimum amount of periprosthetic effusion," "slim periprosthetic fluid flaps on the left," "cystic formations" (not device related) and "adenopathies with a reactive appearance" via ultrasound and MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of seroma and lymphadenopathy is unable to be observed as they are physiological complications.

Event description:
Healthcare professional reported left side "simultaneous presence of a minimum amount of periprosthetic effusion," "slim periprosthetic fluid flaps on the left," "cystic formations" (not device related) and "adenopathies with a reactive appearance" via ultrasound and MRI. Device has been explanted and replaced with another manufacturers device.